Event description:
It was reported that during a routine follow up appointment this pacemaker was found to have 2.5 years battery remaining. One year ago, there was 4 years battery remaining. The physician suspected premature battery depletion (pbd) and elected to replace the device. Besides surgical intervention, there were no other adverse patient impacts reported. The explanted device was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.